Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer spoke with a philips remote service engineer (rse) and a philips remote clinical application specialist (cas). The cable and spo2 sensor were changed out with no change in spo2. A standalone spo2 sensor was applied, displaying a much better saturation. The staff reported the red sensor light 'going in and out' during use. The mms was changed out. The biomed tested the mms and even tested on himself with their sensors and was unable to reproduce the issue. The issue is not confirmed. An unknown brand of 3rd party sensors is in use at this hospital. The cas recommended to test some mms's and a few of their sensors and test to see if there are any problems. The customer was advised to call back if there were further issues. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server (mms) indicating that the spo2 measurement value was 80% but did not increase when oxygen was administered. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.